Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had power error detected alarm. Customer¿s blood glucose level was 140 mg/dl at the time of incident. Customer was assisted with troubleshoot. Power error detected alarm recur within week of previous troubleshoot. The insulin pump will not be returned for the analysis.